Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a follow-up in clinic. The right atrial lead exhibited a loss of sensing and pacing due to lead dislodgement. This was confirmed using x-ray. The lead was explanted and replaced, and the patient was in stable condition.